Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits a circumferential fracture at the proximal side of fiber/glass fusion zone; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap bevel edge and the metal cap are not aligned; the glass cap is protruding from metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and signs of melting. This would cause reduced vaporization efficiency. The reported issue could not be confirmed. Upon further investigation of the information provided, the manufacturer has determined that this event no longer meets the requirements of the reportable event for the device in question.

Event description:
It was reported that during a bph surgical procedure the fiber broke at 255,508 joules and 28:29 minutes of use. The tip of the fiber was not cleaned during the procedure. The procedure was completed with a second fiber. The patients condition was reported to be stable.